Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service rep investigation discovered hardware obstructed the drawer causing drawer failure.

Event description:
Customer reports drawer on the pyxis anesthesia system failed. No pt harm.